Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor therapy. The reason for call was patient (pt) reports having radio frequency ablation on their neck and lumbar for unrelated reasons. Ever since then, the pt has experienced difficulties recharging. Pt states when they came home, they were able to turn stim back on and paired the recharger to the handset. Pt states but now, they can only charge to 10% when it stops charging and the light starts to flash orange. Pt states they also think they saw a code 1400 but states it could've also been 4100. Patient services had pt initiate a charging session on the call. Pt states power button is flashing green, but it continues to say searching. Pt states they can't really feel with the implant is located since it's so small. Patient also stated they do not use the belt since that didn't work as well for them as just holding the recharger over the implant. Pt stepped away fr om all sources of emi, ensured communicator was powered off and closed all apps. Pt did a hard reset on the call and pt confirms after the resetting, they see 9766 error code. Pt states power button was showing orange. Patient services had pt hit continue and pt reports seeing excellent recharge quality, battery was 2% charged and immediately stopped charging again. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Pt states they have an appointment with their nurse practitioner next wednesday. It was also reported that patient mentioned on the call they were feeling pricks or shocks while attempting to charge. Pt could not verify if the shocking was right where the metal prongs are located on the back of the recharger. Patient services recommended using a thin piece of material over the entire back side of the recharger when up against skin.